Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer reported a false positive reaction of cell #2 of biotest cell-p3 with anti-lu(a). According to the antigen table cell #2 of biotest cell-p3 is supposed to be lu(a) negative and lu(b). The customer was not able to provide the day of event. The customer returned neither the supposedly defective product for investigational testing nor the anti-lu(a) that had supposedly caused a false positive test result. Therefore our quality control laboratory tested their retention sample of biotest cell-p3 with anti-lu(a) and seraclone anti-lu(b). Cell #2 of biotest cell-p3 yielded a negative result with anti-lu(a) and a positive result with seraclone anti-lu(b). The reactions match the specifications of the antigen table. Testing by our quality control laboratory confirmed that the allegedly defective lot of biotest cell-p3 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.